Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken articulating arm during surgery. The ring inside of the joint of the table arm came off. The device was still useable. The surgery was completed.

Manufacturer narrative:
The returned device was examined. The c-ring was found missing from the tightening joint, preventing the joint from locking securely. A review of the manufacturing records did not identify any issues which would have contributed to this event.